Event description:
Binder has caused a rash on the patient's skin in all areas where the binder contacted the skin. Blisters developed. This was put on the patient following neuro surgery. The hospital thinks this product is labeled latex safe but the box has been destroyed and therefore the lot number and latex information is not available. Patient was given hydrocortizone and benadryl, the binder was removed and a different binder placed on the patient prior to discharge from the hospital. The binder used on the patient has been returned to company.